Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had a drawer that was not detected on bus. The customer stated that the malfunction occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-apr-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that row b of drawer 3.2 failed to detect it on the communication bus. The field service engineer reseated all the cable connections and row ribbon cable on the controller board, also tightened the screws on the mount to resolve the issue. The fse rebooted the station, testing the drawers in the hardware test application to ensure the drawer's performance. The system functioned as intended after the field service engineer repaired the device.